Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump displayed a message, then shut off unexpectedly as the customer attempted to deliver a bolus. Customer's blood glucose levels were impacted (275mg/dl). Elevated bgs were treated by administering a correction bolus. Customer charged the pump and the displayed message did not reoccur. Customer indicated that the pump was functioning fine and continuous glucose monitoring (cgm) session started successfully.